Event description:
Information was reported by a healthcare professional (hcp) via the company representative regarding a patient receiving clonidine and morphine from an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2016 the patient came into the hcp's office because they were not feeling very well, there was no sign of withdrawal, just a return of pain. A motor stall was seen upon interrogation of the pump. The patients had not had an MRI recently. It was reported that the stall occurred on (B)(6) 2016 and no recovery was noted. It was also noted that the hcp and the patient had heard the critical alarm. Additional information was reported by the hcp on (B)(4) 2016. The troubleshooting done was to attempt log clearance indicating a stall occurred, alarm still sounded after this was, so all alarms were silenced and the rep was called. The cause of the stall had not been determined. On (B)(6) 2016 the hcp reported that the pump had been beeping approximately every 15 minutes on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.